Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of non-physiologic noise. In-clinic troubleshooting was recommended to assess the mechanical integrity of the electrode and the electrode/device connection. Besides the inappropriate shock, no other adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of non-physiologic noise. In-clinic troubleshooting was recommended to assess the mechanical integrity of the electrode and the electrode/device connection. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information received indicates the physician suspects suboptimal contact of the proximal sensing electrode and reprogrammed the device to secondary vector. No further information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.